Manufacturer narrative:
Follow-up # 1 date of submission 08/15/2016 -device evaluation: the pump has been returned and evaluated by product analysis on 07/20/2016 with the following findings: a review of the pump¿s black box and alarm history showed a cs064 call service alarm. The pump rewind, load cartridge, and prime steps and 24 hours testing were performed and a cs 064 occurred during testing. The pump was opened and a frozen motor drive assembly was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.